Manufacturer narrative:
Section d3 was updated with the correct manufacturing site.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114 was found with air in the line during use. The reporter stated, ¿unable to infuse properly, the air in the line.¿ there was no obvious defect noted on the tubing set. No hole, cut, tears, or any other defects were noted. The tubing was replaced, and therapy resumed. The solution/ medicine used was normal saline, and the event was noted during infusion. The products were stored in the air-conditioned room in the hospital. There was no flow in the primary line. No damage was noted such as occlusions, kinks, or bends. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set for inspection. The set was tested per product specifications. There was no leakage. The product was attached to an ICU medical provided IV bag, primed per packaging directions, and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in-line alarms were generated and no restrictions in flow were observed. The reported complaint of no flow and air in line was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.